Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are receiving a blinking red x failure with the chirping sound. There was no allegation of pt involvement.